Event description:
(B)(4). Same patient as MDR#2134265-2013-02924, 2134265-2013-02925, 2134265-2013-02926 and 2134265-2013-02927. Same case as MDR#2134265-2013-02928, 2134265-2013-03375, 2134265-2013-03378, 2134265-2013-02932 and 2134265-2013-03379. It was reported that during a treatment procedure, a vessel dissection occurred. In (B)(6) 2008, the patient was diagnosed with silent ischemia and cardiac catheterization was recommended. The 90% stenosed, 28 x 4.00mm target lesion was located in mid right coronary artery (rca). The target lesion was pre-dilated using a 2.5 x 20 mm quantum maverick balloon. During angioplasty the 2.5 x 20mm balloon ruptured, following which there was evidence of a small transient embolus resulting in ¿st elevation¿ and ¿non sustained ventricular tachycardia.¿ this was treated with intracoronary nitroglycerine and amiodarone. Per core lab a grade "c" dissection was also noted which was treated with pre-dilatation using a 3.00 x16mm quantum maverick balloon and placement of a 4.00 x 28 mm study stent. Following the stent placement lesion was post-dilated with 4.0 x 12 mm quantum maverick balloon. Post stent deployment, after administration of intra nitroglycerine, there was evidence of a ¿lesion upstream¿ which had progressed angiographically either due to the wire, guide or ¿balloon trauma.¿ per core lab following stent placement a grade "b" dissection was noted. This was treated with placement of second 4.0 x 16 mm taxus ion stent overlapping the first study stent. Following post dilatation, there was excellent angiographic result with smooth flow noted. Residual stenosis was 0%. In addition, a non target lesion located in the proximal left anterior descending artery (lad) was treated. After an unsuccessful pre-dilatation attempt using a 2.5 x 20mm bsc balloon, the lesion was dilated using a 3.5 x 12mm quantum maverick balloon with good angiographic results. A 3.5 x 28mm taxus stent was then deployed. 'Slight slippage' of the stent was noted distally leaving the proximal end of the lesion unstented. A 3.5 x 8mm taxus stent was deployed overlapping the previous stent to cover the lesion. Following stent deployment the distal diagonal branch had recurrent ostial narrowing which was treatment with a 2.5mm maverick balloon resulting in good flow. In addition, there was ostial post stent narrowing with relatively "slow-flow" noted in the septal perforator. The patient was discharged the next day on aspirin and clopidogrel.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).